Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2022. On (B)(6) 2024 the patient presented with a gastrointestinal (gi) bleed. It was discovered through computed tomography (CT) on the same day that a thrombus was present. The patient's international normalized ration (inr) was 1 at the closest time of the reported thrombus and 1 on their most recently recorded inr. No intervention was required to treat the thrombus. The gi bleed was not believed to be related to the device or procedure. The patient status was stable.

Manufacturer narrative:
An event of thrombus after more than one year of amulet implant was reported. No intervention was required to treat the thrombus. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Tee images from field confirmed the reported event and showed what appeared to be a very large thrombus connected to the disc of the device protruding into the body of the la. The thrombus did not appear to show any obstruction. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2022. On (B)(6) 2024 the patient presented with a gastrointestinal (gi) bleed. It was discovered through computed tomography (CT) on the same day that a thrombus was present. The patient's international normalized ration (inr) was 1 at the closest time of the reported thrombus and 1 on their most recently recorded inr. No intervention was required to treat the thrombus. The gi bleed was not believed to be related to the device or procedure. The patient status was stable.